Event description:
Customer meter was reading erroneously. Their meter read 78mg/dl - compared to the paramedics results of 251 mg/dl. Customer asked to return meter for further evaluation, and a replacement was provided.